Event description:
Title: xxxxx. Event desc: at end of the case, the resident went to secure a dobhoff tube with the applied medical technology (amt) bridle. After inserting it into the nose, the two magnetic ends of the device met. He attempted to pull the device as usual, but the end came out with no magnet attached. It appeared to have broken off completely. We then got a nasal local tray so the resident could use a nasal speculum to look into the sinus. The small magnet could not be located so we then got a sinus scope for a better deeper view. The piece could still not be located. They are going to get a CT of the head and neck since the patient will be in the hospital for a number of days and decide on a plan once that is complete. Awaiting response from MFR. What was the original intended procedure? Total laryngectomy with free flap reconstruction. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
More than 10 days ago. Based on a review of the information, including examination of the returned device, the incident is not a reportable event per 21 cfr, section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Based on a review of the information and examination of the device, the device was used improperly and dangerously. The device did not malfunction. Inspection of the returned device found that the magnet from the white bridle catheter had torn off just before the magnet-to-tubing bonded area. The tear in the tubing indicates that the adhesive did not fail. Further examination of the returned device discovered that the white probe had stretched several inches, indicating that the device had been used improperly and excessive force was applied to the catheter. In addition, a DHR review showed no anomalies. Additionally, the user's description of the device's use is believed to be inaccurate. The user states that after inserting the probes into the patient's nose, "the two magnetic ends of the device met." Further, the user states that "he attempted to pull the device as usual, but the end came out with no magnet attached." Stretching of the white bridle catheter is not possible through standard procedure as the magnetic connection between the white and blue probes detaches at a force several times smaller than the force it takes to stretch the white probe. The stretching in the white probe indicates that the device was not used as described in the directions for use. Also, if the white catheter had torn after the magnets had attached, the magnet from the white catheter would have pulled out with the blue probe.